Event description:
"1133: rn hung chemo (vectibix), plum pump alarmed ""proximal occlusion"". Plum pump turned off and new primary tubing placed.1216: rn hung leucovorin, plum pump alarmed ""proximal occlusion"". Plum pump turned off and new primary tubing placed."